Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. See associated reports: femoral head- 0001822565-2018-02778.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No revision has been reported to date. Initial x-ray assessment indicates that the patient experienced a dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was confirmed by review of x-rays provided. Review of the x-ray noted superolateral dislocation of the left hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.